Event description:
A physician deployed a jostent graftmaster stent to treat a perforation in the bifurcation area of the left circumflex artery (lcx). Reportedly, he used the kissing balloon technique procedure for the placement of two stents during angioplasty treatment of bifurcated coronary artery lesions. However, he could not deploy the graftmaster in the target lesion because there was difficulty with the stent strut. The physician administered a medication to counteract the anticoagulant. As a result, the bleeding has stopped but the stenosis occurred at the second obtuse marginal and the distal lcx. At this point, the pt experienced an acute myocardial infarction. The physician conducted percutaneous cardiopulmonary support. The pt expired.

Manufacturer narrative:
The device was not returned, however, the lot number is provided. Review of the device history record for this lot is forthcoming.